Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. Customer also reported their buttons were not functional. Customer also reported receiving a weak battery alarm prior to the button error alarm occurring. The customer's blood glucose was 215 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no weak battery alert occurred during testing. The insulin pump received with cracked reservoir tube lip, minor scratches lcd window, and scratched reservoir tube window.